Event description:
It was reported to stryker by the (B)(6) department of transportation that the operator of the cot was allegedly injured when the cot would not release from the fastener. The initial reporter further reported that as the cot was being removed from the fastener, the cot became stuck. The operator then tried to manually remove the cot at which point they allegedly got their finger caught under the safety bar of the cot allegedly crushing the knuckle. As a result of this event, it was alleged that the operator has to wear a splint on their finger for 6 hours each day until their finger is healed. The stryker quality technician spoke with the initial reporter of the event, an employee of the division of motor vehicles of the (B)(6) department of transportation. The initial reporter stated that they conducted an evaluation of the cot and fastener unit and did not identify any defects with the cot or fastener and believed the event was a result of a training issue regarding how to properly unload the cot. The initial reporter also reported that the cot and fastener units are not used in any type of medical application but instead are used for transporting dmv equipment and that they use the cot as a mobile work station for issuing drivers licenses at schools. Because the cot was being used as a mobile work station, the cot was altered by a third party company to hold the dmv equipment and therefore was not being used in accordance with the operations manual for the cot. The customer did not request to have the cot evaluated as they identified this to be an issue with training. To resolve the issue, information was provided to the customer to inquire about training on proper device use.